Event description:
On (B)(6) 2007 pt was implanted with aus device. On (B)(6) 2011 ams was notified that the physician "added 2nd cuff." Ams clarified the reason for the addition of a cuff. On (B)(6) 2011 ams received a response "I believe it was cuff atrophy." The device was patent and "working but not closing off completely."